Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion (12x18) was located in the right upper lobe on the fissure, which was in a high-risk area and the distance from the pleura was 20 mm. There were no delays or indications of complications. A post-operative x-ray revealed a small (10 mm) pneumothorax, but the patient was asymptomatic. The physician believed the pneumothorax was of higher probability going into the biopsy given the location. The physician was optimistic about a smooth recovery for the patient as the patient's oxygen saturation levels remained normal throughout the procedure. A 6 french chest tube was placed, and the patient was admitted for 1 day and then discharged home. The diagnosis was non-necrotizing granulomas. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review was not performed, as the reported complaint/ failure is not associated with any system errors or logged system events.